Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The block and jig would not come apart and seemed to be jammed delaying the case.